Event description:
It was reported that the device was used during a nephrectomy, it fired little or no staples on stump of renal artery by the vena cava. This occurred on the 3rd or 4th firing. The case was completed with another device. The patient was given additional blood and the or time was extended. The patient's time in the ccu was extended.

Manufacturer narrative:
Additional information received: the surgeon stated that he was called into a procedure to repair a knick to the renal vein. The endocutter was fired once to divide the renal artery without difficulty. On the second firing across the renal stump (renal artery joins the vena cava), the staples did not crimp or form "b" formed staples. This left a hole in the vena cava approximately the size of the surgeons thumb. The surgeon reloaded the device to repair the hole and on the third firing the device jammed. The case was completed with another device. The patient current status is stable.